Event description:
Reportedly, the doctor explained that the patient has less than three months of battery life. He has had the autothreshold algorithm activated for some time. They have seen that by performing the threshold manually, good values were obtained (seen on (B)(6) 2024) and that he had programmed the output voltage to 5v. They do not understand why the patient, being dependent on the pacemaker, has not been able to perform the autothreshold and has drained the battery because the output value was set to 5v.

Manufacturer narrative:
The conclusions are as follows: the patient files analysis led to the following observations: on the follow-up dated of (B)(6) 2024, no successful right ventricular autothreshold (rvat) has been noticed and the ventricular pacing amplitude was set at 5v. In the memories, there are information about the failure reasons over the last month: failure in calibration phase during vp since the evoked response was null. During the inclinic follow-ups, the physician tried to perform several rvat: all have failed on the 1st vp at 4v because of the evoked response too low (<2.34mv). Unfortunately, it is known that rvat is not working on some patients. The pacing configuration in bipolar and sensing in bipolar is not the optimal configuration for rvat whereas pacing in unipolar and sensing in bipolar is favorable for rvat. A recommendation would be to apply the proposal displayed. For more details, please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the doctor explained that the patient has less than three months of battery life. He has had the autothreshold algorithm activated for some time. They have seen that by performing the threshold manually, good values were obtained (seen on (B)(6) 2024) and that he had programmed the output voltage to 5v. They do not understand why the patient, being dependent on the pacemaker, has not been able to perform the autothreshold and has drained the battery because the output value was set to 5v.